Event description:
A customer reported that the results obtained from a single patient sample run on a vitros 5600 integrated system were associated with the incorrect patient name and the incorrect tests were run. Mis-associated patient results may lead to inappropriate physician action. The discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation determined that the incorrect tests were run on a single patient sample and the results obtained were mis-associated with an unintended patient. The event in question occurred when using a vitros 5600 integrated system. The investigation determined the cause of the event was improper sid reuse. The customer was referred the to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, ocd assisted the customer in configuring the sid auto deletion feature on the vitros instrument, where applicable, to help prevent reoccurrence of the issue. The investigation determined that the root cause of the event was user error due to improper sid reuse. The vitros 5600 instrument did not malfunction.